Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive on bending section cover (a-rubber) had corrosion and the adhesive around light guide lens (lg lens), and objective lens had corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the adhesive around the light guide lens and objective lens, and in the bending section cover had corrosion, also the jet tube had foreign material. There was no patient involvement.